Event description:
Ibc from pt during on-call over the weekend starting that one of her legacy pump started alarming and displays an error message of "error 1720" assisted pt on quickly getting it switched over to her backup pump and resuming the infusion with no problem. No disruption in therapy or se reported. Obtained the serial number of malfunctioning pump: (B)(4) (due (B)(6) 2017) will send a return box with a shipment on monday to have pt return the malfunctioning pump back. Dose or amount: 70ng/kg/min, frequency: q 48 hours, route: IV. Dates of use: 11/26/2013 to ongoing. Diagnosis or reason for use: pah.